Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip was fed into the jaws very slowly after firing. Also, the clip was not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.